Event description:
According to the facility on (B)(6) 2022 the patients 'keep vein open line' to their central venous catheter disconnected and the patient required 2 doses of alteplase to restore patency.

Manufacturer narrative:
According to the facility on (B)(6) 2022 the patients 'keep vein open line' to their central venous catheter disconnected and the patient required 2 doses of alteplase to restore patency. Per the facility the access site was located in the internal jugular and the 'patient was on continuous vecuronium infusions for therapeutic paralysis'. Per the facility they were unable to determine if the line was secured prior to the issue occurring. The facility stated the patient is at baseline and there was no serious injury noted. The sample is available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.